Event description:
This is a serious spontaneous case-report reported by a german pharmacist and received on 27 november 2024 by fidia through its german affiliate fidia pharma gmbh. A 77-year-old female patient was treated on (B)(6) 2024 with hyalart (batch number: h13120) in her right knee. The patient has no additional health problems and no allergies. Since (B)(6) 2024, the patient has been treated for knee pain. The patient didn't tolerate the injection and was unable to walk afterwards. Due to the event the patient was she was taken to the emergency room but was not admitted as an inpatient. In the hospital, the treating physician advised the patient against the injections. After the hyalart injection, the knee pain worsened significantly, to the point where the patient could no longer walk. The pain persists. Additionally, the patient reported that due to the on-going pain, she has begun to develop suicidal thoughts, as she is living with constant pain. On the day of the report, the patient was buying at the pharmacy novaminsulfon and etoricoxib. There is a suspicion of osteoarthritis and a meniscus injury (indication), but no definitive diagnosis has been made so far. Gait inability, pain, and suicidal ideation are serious and unlisted reactions as per current company rsi of hyalart, while injection site discomfort is a non-serious and listed reaction as per current company rsi of hyalart. Based on the received information, the events occurred with a plausible time relationship with the drug injection. Action taken with suspect drug is not applicable (single injection). Outcome is unknown for suicidal ideation and injection site discomfort, while the patient had not yet recovered from pain and gait disturbance. Hyaluronan injections have very few side effects, but some people may have pain, stiffness or swelling in their joint after the injection. Therefore, despite the unlistedness of the pain and gait disturbance, a possible role played by hyalart in triggering them cannot be ruled out. Of note, the patient was affected by knee pain, and there was a suspicion of osteoarthritis and meniscus injury and hyaluronan injections are usually only prescribed if other treatments haven't worked first, suggesting a critical knee status. Finally, a proper causality assessment of the unlisted and subjective suicidal ideation reported by this elderly patient is not allowed. No further information is available.